Event description:
It was reported during a preparation for a rotational atherectomy procedure, an incomplete catheter separation occurred. A 1.50mm rotalink plus was selected to treat the target lesion. During platforming while external to the patient, it was noticed that there was smoke and found out that there was an incomplete separation of the burr and the drive shaft. The separation was at the distal tip of the drive shaft just proximal to the burr. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).